Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was placed on the patient's esophagus and then it failed to pair with the recorder. There was no patient and user harm.